Event description:
It was reported that the device gets the alarm upstream occlusion, not able to test and screen flashes & turned off by itself. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for evaluation. Visual and functional testing was able to verify the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.